Event description:
It was reported that a piece of an attachment was stuck in the front end of the device. The part number of the attachment is unknown as there is not enough of it left to determine what device it is. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that a piece of an attachment was stuck in the front end of the device. The part number of the attachment is unknown as there is not enough of it left to determine what device it is. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.